Manufacturer narrative:
The investigation of positioning issues and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
It was reported that a patient was on impella cp support. While on support, lactate continues to rise from 4.8 to 16. The physician repositioned the impella cp under echocardiogram. Later it was reported that pulses were lost and the leg turned blue on the leg with the impella cp. The pump was removed at bedside. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿